Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred. There was no reported adverse impact to the customer's blood glucose level. A cartridge change was performed resolving the issue. In addition, it was reported that an occlusion alarm occurred and an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer changed pump supplies to address the issues. The customer's blood glucose level ranged from 342-343 mg/dl.